Manufacturer narrative:
Additional information was received that there will be no further course of action will be taken.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to patient not getting stimulation where it was needed. No device malfunction was suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm; model #: sc-4316, lot #: 15782818, description: next generation anchor kit-sterile.